Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 18 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer remembers eating on the couch and next thing they remember was sitting with paramedics. The customer stated that the insulin pump they were using works fine. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.